Manufacturer narrative:
Additional information was received indicating that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a bubbled down stream occlusion (dso) seal. During analysis, the customer's reported issue "lec 42224" was not confirmed. One instance with code of 44510 was found, happened due to customer running unit until the batteries died. Hence the "loss of power alarm" on next power up. No action needed for this found fault. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "lec 42224". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.